Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device "misfired" and then the rest of the clips came out of the device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.